Event description:
The manufacturer received information alleging a touchscreen was not responding on a trilogy evo ventilator. There was no harm or injury reported. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.